Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded and contained insulin. In addition, the insulin gauge was inaccurate. Reportedly, the issues were resolved by loading a new cartridge. There was no reported impact to customer's blood glucose level.